Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Date of event: unknown. Implant date: unknown. Explant date: if explanted, give date: na (not applicable). The lens remains implanted. Initial reporter: telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that during the implantation of a tecnis toric intraocular lens (iol) the haptics stuck to the edge of the optic or at the back of the iol. The procedure was completed successfully and there was no patient injury reported.